Manufacturer narrative:
An event regarding loosening involving a trident shell was reported. The event was not confirmed. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as return of device, pre- and post-operative x-rays as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. Investigations have been conducted on individual product complaints which reported loosening, or poor fixation of trident hemispherical and peripheral self locking (psl) shells. An investigation was conducted to evaluate reports of shell loosening involving trident hemispherical and psl acetabular shells. An analysis of the overall complaint data is documented. The root cause analysis conducted as part of CAPA determined the root cause of the trident shell loosening is failure to achieve initial biological fixation due to inadequate execution of the recommended surgical technique. Specifically, surgeons were not adequately executing the correct reaming technique required for the preparation of the acetabulum.

Event description:
It was reported by the attorney for the patient as a result of a legal claim that allegedly the trident shell loosened which required a revision.

Event description:
It was reported by the attorney for the patient as a result of a legal claim that allegedly the trident shell loosened which required a revision.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not returned.